Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device has turned on by itself unexpectedly. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The issue was stated to have occurred without any user input. The device was turned off, and the issue reoccurred. The issue was stated to have been temporarily resolved when the ac power supply and internal backup battery were disconnected. An inspection of the device by an authorized service provider (asp) was requested. After arriving at the site, the ac power supply and backup battery were reconnected but the issue could not be reproduced. The device's event logs were reviewed, and no history of a power-related event was found to be recorded. The device was exchanged for another ventilator. This investigation is ongoing.